Manufacturer narrative:
Sex, weight, ethnicity, race: unk. Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens the lens and associated cartridge were returned dry, in a ziploc bag. There was clear surgical residue on the lens and cartridge. Visual inspection found no visible damage to the lens or cartridge. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that prior to injecting a cq2015a intraocular lens, diopter +18.5, the haptic was noted to be bent. Reportedly, there was no patient contact with the lens. The cause of the event is reported as unknown.

Manufacturer narrative:
Concomitant medical products - cartridge model-sfc-45; lot#-unk should be corrected to cartridge model-cq; lot#-unk in initial medwatch report. (B)(4).